Event description:
Patient was advised not to weight bear after surgery. She went on a trip to germany and broke the plate in germany. Patient reported that there was no trauma involved. There is suspicion that the patient was weight bearing with a cane, immediately after surgery and throughout the course of the six-seven weeks the plate was indevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.